Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: dvbb1d4 implantable cardioverter defibrillator (ICD) implanted 2013-(B)(6). (B)(4).

Event description:
It was reported that t wave oversensing with short r-r interval counts was observed with this right ventricular (rv) lead and an inappropriate shock was delivered. The implantable cardioverter defibrillator (ICD) was reprogrammed. No further patient complications have been reported as a result of this event.